Manufacturer narrative:
(B)(4). The customer returned an opened kit including one guide wire assembly, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use in the form of biological material was observed on the guide wire and inside the ars barrel. Visual analysis revealed that the guide wire contained two kinks. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. No defects or anomalies were observed with the ars. The kinks in the guide wire measured 52mm and 333mm from the proximal tip. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured 0.796mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire graphic. The guide wire was inserted through the returned ars/introducer needle assembly and passed with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a guide wire kinked was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked in two locations. Despite the damage, the returned sample met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported before the procedure, the physician found resistance between the guidewire and arrow raulerson syringe (ars). The guidewire failed to easily pass through the syringe. A new kit was opened to complete the procedure.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported before the procedure, the physician found resistance between the guidewire and arrow raulerson syringe (ars). The guidewire failed to easily pass through the syringe. A new kit was opened to complete the procedure.